Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement approximately one month post implant. A device/lead connection issue was suspected. The local field representative reported that fluoroscopy imaging revealed that the device had migrated below the pocket and was observed to be very close to the distal coil of the rv lead. No adverse patient effects were reported. An invasive procedure was performed.

Manufacturer narrative:
The device was pulled back into the pocket and sutured down. Shock impedance measurements were then observed to be acceptable. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue to monitor the device system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that this device and lead exhibited a high out of range shock impedance measurement three months later. The patient was brought into the clinic and defibrillation threshold (dft) testing was performed. The patient was successfully converted with a 21 joule shock. Shock impedance measurements post dft testing were observed to be acceptable at 88 ohms. Diagnostic testing showed shock impedance measurements of 100-110 ohms. The physician will continue to monitor the device/lead system. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.